Event description:
Inaccurate cholesterol advia 2400 results were released. The customer is not using reagent straws to reduce the effect of over filled reagent boats on assay function as indicated in the IFU. Patient treatment was not altered and there was no report of adverse health consequences, due to the inaccurate cholesterol results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. The fse did corrective maintenance. The customer is not using reagent straws to reduce the effect of over filed reagent boats on assay function as indicated in the IFU. The customer has ordered reagent straws to use on the cholesterol reagent. The instrument is performing within specifications. No further evaluation of the device is required.